Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error m-02 occurred on vio dv integrated electrosurgical unit (iesu) when activating both bipolar and monopolar energy. The customer mentioned that the energy could be used a few times before the error reoccurred. The tse had the customer power cycle the iesu, but the issue persisted after powering back on. The tse confirmed multiple instances of the reported issue upon reviewing logs. The customer did not have a spare third-party esu. The customer indicated they were looking for a spare vision side cart (vsc). Despite the error, the customer was able to continue with the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. The system log revealed an m-02 error, confirming that the fault occurred in the field. A visual inspection did not identify any issues related to the reported event. When tested on an in-house system, the unit functioned as expected; it energized, cauterized, and all ports successfully recognized instruments. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
Refer to h11 for follow-up information.